Manufacturer narrative:
The process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The device is distributed outside the us, and no gudid information exists.

Event description:
Arjo was informed about an event involving the enterprise 5000x bed. The customer reported that the bed sparked when plugged in. The power cord was found to be physically damaged. There was no indication of patient involvement. No injury was sustained.

Manufacturer narrative:
The cable was replaced, and functional testing confirmed that the device was working correctly. Based on the inspection, the sparking was linked to the physical damage observed on the power cord. Photographic evidence from the inspection confirms the physical damage to the cable. The circumstances in which the damage had occurred could not be established, as the device was received by the technician already in this condition, and no information was available. The matter was consulted with an arjo electronics engineer. According to the engineer, the damage visible in the photographs is consistent with mechanical stress applied to the cable, which may have resulted in exposure of the copper conductors. Such a condition could lead to sparking when the device is connected to the mains. The instruction for use for the enterprise 5000x bed (IFU 746-577) advises users to ensure that the power supply cord is not stretched, kinked, crushed, or entangled with bed moving parts, and recommends weekly visual checks. The device was not being used for patient treatment at the time of the event. The reported sparking indicated that the unit did not meet specifications. The complaint was assessed as reportable due to the allegation of sparks occurring when the bed was plugged in. No injury occurred.